Event description:
It was reported that during a follow up, loss of capture was observed. X-ray revealed micro-dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
No medwatch form was received.